Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles in device. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The technician confirmed particles in the air path during the device evaluation and there was visible foam degradation. There were zero errors found, during the device evaluation secondary finding were observed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The following correction has been updated in this report. Section "evaluation results code grid", "component code grid", "conclusion code grid" in box h6 has been updated/corrected.